Event description:
The hcp reported that the pt developed a recurrence or recurrence of cutaneous herpes zoster along the s3 distribution following placement or an interstim system. The pt had complete resolution of symptoms following removal of the system and a course of anti-herpes medications.